Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Detailed analysis confirmed that the setscrew capture washers on the ventricular tip and ring were distended. This results from setscrews being backed out too far and can be caused by improper use or a broken wrench. No evidence of silicone to silicone bonding was found during analysis.

Manufacturer narrative:
The device and extracted portion of the lead will be returned for analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal generator replacement procedure, the right ventricular lead's terminal pin became damaged when removed from the pacemaker header. A new device and right ventricular lead were successfully implanted. No adverse patient effects were reported.